Manufacturer narrative:
Qc was running acceptably prior to the event. Avt plot obtained for this sample from the instrument indicated a short sample pattern although the customer reported out the lower result of the two. A field service engineer (fse) went on-site and verified that the system and glucose hardware was running within specifications. No hardware was replaced. The root cause for this event is unknown and local fse continues to monitor this account.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one discrepant glucose (glu) result that was noticed when running in duplicate mode on the unicel dxc 800 pro synchron clinical system. The customer noticed the first patient glu result to be 109mg/dl. Second result was 123mg/dl. The sample was rerun on another analyzer and a result of 110mg/dl was obtained which was reported outside of the laboratory. There was no affect to patient as a result of this event.